Event description:
My son is exclusively fed via gastrointestinal tube (g-tube). We have had 2 fail on us in the last quarter. My son uses avanos mic-key g-tubes size 14 fr 1.7 cm. Our second failed us today and I left the company another report digitally and then called them due to they've never contacted me back after the first failure a couple months ago. When I spoke to them today on the phone and told them I now have two failures they said their team is behind in cases. This is unacceptable. This is a life saving device as my son solely eats via g-tube. I am formally reporting this issue as I feel my failed medical devices are not being handled in proper adequate time. It is expensive to purchase these out of pocket when insurance only covers 1 per quarter. Please aid in avanos responding properly and replacing my now two failed mic-key g-tube devices. Lot numbers 30192881 and 30257721. Your assistance is much appreciated as we are a medically complex family that cares for my son at home. Reference report: mw5148285.